Manufacturer narrative:
Previously-run pt samples were rerun to confirm accuracy back to the last acceptable control run. Controls are run three times per day and were run before and after the incident and recovered within acceptable range. Service was not dispatched for this event. Root cause was determined to be user error. Operator ran analyzer in pre-dilute mode in error. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous complete blood count (cbc) test results were obtained while using a coulter hmx hematology analyzer with autoloader. The pt sample was inadvertently run in the pre-dilute mode by the operator, resulting in the erroneous test results. Erroneous test results were reported out of the laboratory. Physician questioned the results and the pt was redrawn. Corrected report was issued. No reports of death or serious injury, and no effect to pt treatment as a result of this event.